Event description:
On 7/27/96, the pt's feeding tube was found connected to the oxygen tubing for his nasal cannula. The pt's abdomen was distended and he complained of pain. A short time later, the pt became unresponsive, was coded and transferred to ICU. X-rays confirmed free air in the abdomen and a perforation of the colon, subsequently, a colostomy and a gastrostomy tube were placed. The pt developed sepsis and his condition deteriorated. The pt expired on 8/20/96. The reporter was unsure how the connection between the ng tube and the oxygen tubing was made, although they suspect the pt (who was disoriented) may have pulled the ng tube out, tried to reconnect it, and connected it incorrectly. The physicians are unsure if the amount of air that was put into the pt could have caused the colon to perforate. One pt involved.